Event description:
On (B)(6) 2013, it was reported to animas that allegedly the up/down/ok and bolus buttons were hard to press and required multiple times to program. The reporter stated the rubber keypad was intact. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during investigation, the keypad was found to be fully intact. All the keys were intermittently responsive. The pump cover was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, the display screen had a discolored contrast. Additionally, the audio bolus button cover was found to be torn but still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.